Event description:
During a case, clinician was unable to work the shield of the protected surgical blade. She attempted to unshield using two hands. The #11 blade cut through her palm. The blade was contaminated.